Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/23/2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had been reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9pm on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿302, 266 and 219mg/dl¿ with the subject meter within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 1 hour after the alleged product issue occurred they developed the symptoms of ¿sweat, lost vision in right eye and weak¿; symptoms which were associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink at 10pm the same evening. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs¿ criteria for accuracy, this complaint is being reported because the patient experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.